Event description:
The pt had a loss of therapeutic effect. Since early january, the stimulation didn't feel as strong even though the pt felt it in the same area. She also felt intermittent shocking near the ins. It happened randomly, whether the unit was on or off. It was possible to duplicate the shocking at one point using contact #10 which went away as soon as the stimulation was turned off. The pt was reviewing her options for removal or revision.

Manufacturer narrative:
(B) (4).